Manufacturer narrative:
The reported field event of inability to tighten setscrew was not confirmed in the laboratory. Final analysis revealed incorrect wrench insertions in the setscrew inset. The complaint is related to the user's use of the wrench in the field. The device was tested on the bench and no anomalies were found. Correction: device available for evaluation? Should have been marked yes in the initial report.

Event description:
It was reported that the patient presented to the or for normal device implant. During the procedure, the atrial set screw would not tighten on the atrial lead. The device was removed and another pacemaker was implanted instead. The patient was stable before, during, and after the procedure.